Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following ¿the surgeon reported ¿postoperative hypertonia/intraocular pressure (high iop) with a possible impact. The reported description is listed as ¿possible error code; hypertonia (high iop), macular retinal stroke with absolute central scotoma.¿ it was reported that there might have been a message on the machine during surgery, but they could not tell if it was an error message or a message of advice. Additional, related information was requested but was not obtained. A scotoma is an area of partial alteration in the field of vision consisting of a partially diminished or entirely degenerated visual acuity that is surrounded by a field of normal or relatively well-preserved vision. Common causes of scotomata include demyelinating disease such as multiple sclerosis (retro bulbar neuritis), damage to nerve fiber layer in the retina (seen as cotton wool spots) due to hypertension, toxic substances such as methyl alcohol, ethambutol and quinine, nutritional deficiencies, vascular blockages either in the retina or in the optic nerve and macular degeneration, often associated with aging. Vascular neuro-ophthalmology includes visual symptoms and signs found in stroke patients as well as numerous primary vascular disorders involving the eye and the optic nerves. The clinical presentation varies depending on the type of vessel involved (arteries versus veins), the type of stroke (ischemic or hemorrhagic), and the size of the arteries involved (large versus small artery disease). Partial or complete monocular loss of vision may occur in patients with carotid artery disease, usually in the ipsilateral eye. This results most often from a central retinal artery occlusion (crao) or from one or multiple branch retinal artery occlusions (brao). In such cases, an embolus may be seen in the affected vessels. Other causes of permanent monocular visual loss in patients with carotid artery disease include venous stasis retinopathy, and the ocular ischemic syndrome. Transient intraoperative pressure (iop) fluctuation is recognized as a common occurrence during vitreoretinal eye surgery. Most vitreoretinal surgeons have been trained during their fellowship to recognize and mitigate intraoperative hypotony by adjustment of the infusion pressure and vacuum level via the console footswitch. Intraoperative, transient high intraocular pressure is not an injury. It is a potentially hazardous condition, dependent on the extent of the high iop, which must be properly managed by the surgeon. This is a temporary condition dependent on the management of infusion and vacuum levels used during surgery. During surgery, the actual measurement of the iop is rarely performed. Vitreoretinal surgeons, however, are trained to assess the iop by the visual observation of the cornea, perfusion of retinal vessels, and tactile feel of the firmness of the globe. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line. There is no evidence which indicates the system contributed to the reported event. Based upon the information obtained, no root cause could be conclusively identified.¿ the system was examined. The company representative was unable to confirm any abnormality with the system and observed no system messages in the event log. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on october 15, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications and no additional, related information was provided. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
An ophthalmic surgeon reported that a patient experienced a macular retinal stroke with absolute central scotoma after a vitreoretinal procedure. The patient presented an increase of intraocular pressure (iop) and ocular tension. It was reported that a possible system message was displayed during the procedure. Several attempts were made to obtain further information on the event with no response to date.